Event description:
A report was received that the patient noticed that she could not charge the ipg up to three bars after her revision, which was a year ago. The patient will undergo a revision procedure.

Event description:
A report was received that the patient noticed that she could not charge the ipg up to three bars after her revision, which was a year ago. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the entire system with no suspected device malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility.